Event description:
The hospital reported a system shutdown resulting in loss of mechanical ventilation during a case. It was reported the unit was rebooted and case resumed.

Manufacturer narrative:
The customer declined ge service. No repair information available. No patient information provided to date after calls to customer 09/14/22 and 09/19/22. Legal manufacturer: (B)(4).